Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 31-jan-2024, it was reported that the patient was not inserting the cannula of infusion sets properly due to which they were bending which led to high blood glucose level. Therefore, they tried to treat it with manual injection, but on (B)(6) 2024, at 12:00 pm, the patient was admitted to the hospital due diabetic ketoacidosis with high blood glucose level over 600 mg/dl and symptoms like feeling sick/unwell, cramps/ increased thirst. Moreover, the infusion set had been used for the first day for 4-5 hours. Further, the patient was transferred to the intensive care unit. While in the hospital, the patient received manual injection as corrective treatment. At the timed of this report, the patient was still admitted in the intensive care unit with blood glucose level of 417 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.